Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing intermittent high blood glucose (bg) levels (approximately 240 mg/dl). The infusion set site was changed and the temporary basal rate was increased to address the bg level. The contact had discussed the high bg events with a healthcare provider. The area of the infusion set site was changed and the high bg has occurred less frequently.